Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jaw was placed over cystic duct and clipped. Clips scissored were removed from the abdomen and placed in small jar as evidence. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: batch # = m93997. The analysis results found that the er320 device was returned partially cycled; in order to perform functional testing the cycle was completed and one clip was fed into the jaws. The clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, it was noted that the lockout prematurely activated upon completion of the cycle; in order to perform functional testing the lockout was broken during analysis. Upon testing, the device was cycled, fed, and formed the first clip with gap due to the dried body fluids and the remaining (B)(4) clips were fed and formed as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted with the internal components that would have been caused the premature lockout. Accumulation of body fluids is common during surgical procedures and does not necessarily indicate a manufacturing defect in the device. Please note that the finding is not related with the event reported. No conclusion could be reached as to what may have caused this condition. A batch record review was performed and no anomalies were found during the manufacturing process.